Manufacturer narrative:
The insulin pump was returned with alkaline battery installed. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). Basic occlusion, occlusion and excessive no delivery test were unable to be performed due to the prime/fill anomaly. The insulin pump passed the displacement test and the operating currents. No unexpected failed battery test or battery out limit alarms were noted.

Event description:
It was reported that the customer passed away on (B)(6) 2013. The caller stated that the cause of death is unknown and the death certificate was not. The caller did not know the customer's blood glucose at the time of death. The last recorded blood glucose value was 128 mg/dl on (B)(6) 2013. The caller stated that the customer's liver was giving out, which destroyed her kidneys; her body could not get rid of toxins so it was affecting her brain and body. The customer was not wearing the insulin pump at the time of death; it was disconnected in the morning of on (B)(6) 2013. The caller agreed returning the insulin pump for analysis. The caller stated that the battery had already been removed. A new battery was inserted and the device alarmed battery out limit. Assistance was provided and the alarm was cleared. Then, the device alarmed failed batter test. A new battery was inserted and the date and the time were successfully reset. Please see section h10 for analysis results.